Manufacturer narrative:
This report is submitted on may 09, 2024.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery under general anesthesia on (B)(6) 2020 due to poor retention. The implanted device remains.